Event description:
It was reported "constant false errors". There was no reported impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.